Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that 2 fuses were replaced and a system checkout was performed after replacing fuses. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fused have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the mobile view station (mvs) of the imaging system had no line power. Plugging the system into multiple outlets did not resolve the issue. There was no patient present at the time of the issue.